Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review showed no failures/problems that were the same as, or similar to, this return instrument test/evaluation (rite) failure. The external and internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the rite specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the door piston was severely cracked. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be scrapped. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.